Manufacturer narrative:
Product ID: 3487a-45, lot# v341979, implanted: (B)(6) 2010, product type: lead. Product ID: 3487a-45, lot# v341203, implanted: (B)(6) 2010, product type: lead. Product ID: 3487a-45, lot# v263244, implanted: (B)(6) 2010, product type: lead. Product ID: 3487a-45, lot# v131499, implanted: (B)(6) 2010, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: extension. Product ID: 355031, lot# n238363, implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: screening device. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had never provided pain relief despite turning the amplitude up to 7 or 8 volts. The ins was replaced and the patient had good pain relief.